Manufacturer narrative:
The device was returned but the engineering report is pending. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of 5f mynx control vascular closure device (vcd) was ruptured before the procedure. Hemostasis was achieved by using another mynx device. There was no reported patient injury. The mynx vcd was used in an interventional peripheral procedure, using a retrograde approach. The user was mynx certified. A 5f non-cordis sheath was used in the procedure. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was a little vessel tortuosity. There was no presence of pvd / calcium in the vicinity of the puncture site. The mynx vcd was prepped according to IFU instructions. The hospitalization was not extended because of the event. The device will be returned for evaluation.

Manufacturer narrative:
As reported, the balloon of 5f mynx control vascular closure device (vcd) was ruptured before the procedure. Hemostasis was achieved by using another mynx device. There was no reported patient injury. The mynx vcd was used in an interventional peripheral procedure, using a retrograde approach. The user was mynx certified. A 5f non-cordis sheath was used in the procedure. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was a little vessel tortuosity. There was no presence of pvd / calcium in the vicinity of the puncture site. The mynx vcd was prepped according to IFU instructions. The hospitalization was not extended because of the event. The device was returned for analysis. A non-sterile mynx control vascular closure device 5f was returned for investigation in its original case. Per visual analysis, button 1, button 2, and the sealant remained in the manufacturing position. The procedure sheath was not returned with the device. The syringe was sent separately. The balloon was ruptured as received. Per functional analysis, a leak test could not be performed as the balloon was ruptured radially. Per microscopic analysis, a radial tear was observed, under high magnification, at 4mm from the balloon proximal tip. A product history record (phr) review of lot f2023101 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure -during prep¿ was confirmed during analysis of the returned device. The exact cause of the event could not be conclusively determined. Based on the available information, it is impossible to determine what factors may have contributed to the reported event. According to the instructions for use (IFU) which is not intended as a mitigation of risk, users are instructed not to use the device if the balloon does not maintain pressure. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.